Event description:
On (B)(6) 2015, patient reported that while he was on batteries he felt the pump slowing down. He did not see any visual alarms, but only heard the audio alarm. He immediately checked all of his connections including the driveline and both battery connections, and then checked battery life on both batteries which were adequate. He then proceeded to call the vad coordinator and was instructed to change out the controller. The alarm then resolved after the controller change out. On (B)(6) 2015 around 0300, while he was asleep and on the power module, he was awoken by the feeling of the pump slowing down again and noticed the alarm going off. It later happened again around 0400 which he then called vad coordinator and was instructed to immediately come to the ER. While reviewing the history, two pump stoppages (pump speed was zero) were noted at the times he identified. The patient was then admitted to the ICU where he was placed on ECMO standby and an engineer from thoratec came to do an external replacement of the driveline. This was done without incident. To confirm that the driveline repair fixed the problem, the patient was placed onto the power module where the patient had another pump stoppage. It was then determined that there was an internal driveline fault. The patient remained on batteries to prevent "short to shield" and was changed to the pocket controller. On the morning of (B)(6) 2015, patient had "red heart" alarm, was symptomatic with chest pain and dizziness. This resolved shortly after. He was then immediately transferred to the ICU. However, during transport with vad coordinator, while he was repositioning himself he could feel the pump slowing down and there was another alarm. Patient was instructed to stay on strict bedrest with minimal movement. The pump slowing down happened again during repositioning while in the ICU which was witnessed by a physician. He was then emergently taken to the or for a heartmate ii pump exchange.